Event description:
It was reported by service report that the stretchers side rails on both sides will drop when they are in the upright locked position. It is unk if there was pt involvement, however, no adverse consequences are reported.